Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Allegedly, the pump alarmed for empty cartridge at 6:30 am. A review of the pump history confirmed the empty cartridge alarm but showed basal delivery continued until 9:25 am. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump history showed the last basal delivery was on (B)(4) 2014 at 7:49 pm. The total daily dose calculated correctly and equaled the basal target rate. A three hour delivery interruption due an unacknowledged replace cartridge warning was observed on (B)(4) 2014. During testing, the pump reflected 24u after 24 hours on 1u/hour duration test. The pump was found to perform within specifications. The replace cartridge warning was confirmed at 9:25 am, the basal history updated with 0.00u/hour after the confirmation of the warning at 9:25 am. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.